Manufacturer narrative:
According to the field, this ICD is not available for delivery back to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had received two shocks and heard their implantable cardioverter defibrillator (ICD) emit tones, so they went to the hospital. Review of the ICD data indicated it had exhibited codes 1004 and 1007. These two codes are indicative of a short circuit condition being detected during shock delivery and a capacitor charge time exceeding the limit, respectively. As a result, the ICD battery depleted prematurely. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.